Event description:
During an initial implant procedure, the right ventricular (rv) leadless pacemaker (lp) was fixated, however a loss of capture and increased pacing impedance were observed. While attempting to reposition the lp, diagnostic imaging revealed perforation and pericardial effusion which resulted in a tamponade. The lp and implant system was explanted. A pericardiocentesis was performed to drain the effusion and medication provided to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.